Event description:
It was reported that the pump time and date settings were incorrect; cause was unknown. Customer's blood glucose level was less than 180 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.